Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Further investigation showed that there are structural soldering issues found on the soldering bumps of the f-chip, which is being used as a component on the frame grabbers cards. The frame grabber captures the video from the allura system. The frame grabber card in the flex vision pc failed. The philips engineer replaced the flex vision pc 2 with pc2 revised. After replacement of the flex vision pc 2, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc and the ippc. The fse replaced the flexvision pc and ippc, reinstalled the software and returned the system to use in good working order.